Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image. Based on the results of the investigation, it is likely that the following led to the malfunction: the dark image was due to a bad charge coupler device and a probable root cause for blurry image could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a dark image. The issue occurred before a cysto procedure. The procedure was completed with no delay. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a dark image. The issue occurred before a cysto procedure. The procedure was completed with no delay. There were no reports of patient harm.